Event description:
The customer reported the panorama telemetry system had lost communication, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included clearing of error logs, rebooting the server and communication reestablished.